Manufacturer narrative:
Philips service noted that the customer resolved the issue without field service engineer involvement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the image module on the table side failed to power up on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.